Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge leak was verified. No failure related to the reported septum resistance was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. Additionally, it was reported that resistance was experienced during the fill process. A cartridge change was performed resolving these issues. Customer's blood glucose level was 400 mg/dl.